Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip assembly failed to release from the delivery catheter. The procedure was completed with another resolution clip device. Reportedly, the device was not tested prior to use. No patient complications resulted from this event. The patient's condition was reported to be ok following the procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.